Event description:
It was reported that during an implant procedure; this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully but then failed automatic setup in all sensing vectors due to varying amplitude morphology measurements and a poor r/t ratio. After discussion, the s-ICD can was repositioned in a more anterior position, but the patient was still failing in all vectors. The shock impedance measurements were noted to be slightly high at 105 ohms; however, no values were reported to be out of range. After reviewing x-ray imaging, the physician then elected to reposition the electrode slightly closer to the sternum, which lowered the measurements down to 85 ohms. Automatic setup was performed a few more times, and the patient ended up passing only once in the primary vector. No defibrillation threshold testing was performed due to the lack of appropriate sensing. The s-ICD, while implanted successfully in the patient, was reprogrammed with therapy off for the time being until the field decides the next troubleshooting options. The s-ICD remains in service and no additional adverse patient effects were reported.